Event description:
During left ventricle ablation for ventricular tachycardia, the ablation catheter had gotten caught on some chordae requiring some maneuvering to remove it. The ampere generator and remote both read as 'catheter not connected'. We were still able to read internal egms, pace, and receive contact force. The catheter was replaced, and the procedure was completed with no adverse consequences to the patient. After the procedure concluded the catheter was inspected and the tip was no longer attached on the end. Both the physician and the fellow were informed that the tip had detached. It was suspected that the tip did not detach while inside the patient, egm reading and contact force were still displayed during removal of the catheter. There was no mention of removal difficulty while removing the catheter via the introducer. No foreign body was noted on fluoro during the incident. There are no reported adverse consequences to the patient.

Manufacturer narrative:
One tactiflex ablation catheter, sensor enabled was received for evaluation. The flex tip had been fractured and detached, after entanglement. The catheter was potentially damaged by the user during removal from the packaging due to interaction with the packaging design. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed.